Manufacturer narrative:
The company rep observed the "autofill failure" in the fault log but he was unable to duplicate the failure. In an unrelated repair the expired safety disk, (part number: 0997-00-0985-01) and the IV pole collar (part number: 0105-00-0114) were replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "autofill failure" alarm and went into standby. Over the phone the company rep helped the customer to perform manual fill, until a new iabp became available, which was successful. The pt was switched to another iabp and therapy was continued. No pt injury was reported.